Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the lead:.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Technical services clarified that this was due to calcification around the lead. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Technical services clarified that this was due to calcification around the lead. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.